Event description:
During a left total knee replacement, it was noted that a tooth on the blade was missing. The site was irrigated with copious amounts of irrigation solution and an x-ray was taken. The x-ray was negative for any foreign particles/pieces. Reporter stated confirmation that during the procedure, the surgeon "hit the refractor" with the blade. No injury reported.